Event description:
It was reported that the patient for this atrial flutter left (l-afl) procedure had a prosthetic mitral valve. While mapping near the valve in the left atrium with the pentaray navigational catheter, the pentaray spline got stuck on the valve. When they pulled the catheter back to dislodge it from the valve, the catheter spline became detached from the catheter. A piece of the spline broke off in the patient. Using fluoroscopy the spline was followed. The spline was stuck on the descending aorta. No medical intervention was reported. The patient was stable. Upon request, additional information was provided on the event. The event was not life threatening. The event did not result in the impairment of a body function or damage to a body structure. When attempting to map a left atrial rhythm using the pentaray navigational catheter, one of the splines became stuck in one of the leaflets of the patients existing mechanical mitral valve. The catheter was pulled back in an attempt to dislodge the catheter spline from the mechanical mitral valve. The catheter was successfully dislodged from the mechanical mitral valve with this maneuver although the spline that was stuck became unsheathed from the wire frame of the catheter. This piece of the catheter was found using fluoroscopy and was believed to have migrated to the descending aorta where it remained overnight. The piece of the spline was later snared and removed from the patient. The patient did not require extended hospitalization and fully recovered with no residual effects. The IFU states that use of this catheter may not be appropriate for use in patients with prosthetic valves.

Manufacturer narrative:
Concomitant products: carto 3 system : model #:m-4800-01, serial#:(B)(4). Stockert 70 system: model #: m-5463-01, serial#:st-(B)(4). Coolflow pump : model #: unknown, serial#: unknown . Smart touch bidirectional catheter: model #: d-1327-05-s, lot#:16050421m. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that the patient for this atrial flutter left (l-afl) procedure had a prosthetic mitral valve. While mapping near the valve in the left atrium with the pentaray navigational catheter, the pentaray spline got stuck on the valve. When they pulled the catheter back to dislodge it from the valve, the catheter spline became detached from the catheter. A piece of the spline broke off in the patient. Using fluoroscopy the spline was followed. The spline was stuck on the descending aorta. No medical intervention was reported. The patient was stable. The returned device was visually inspected upon receipt and the spine b had the rings 5, 6, 7 and lead wires torn off about 19 mm from distal end of tip assembly. For the spine c, ring 10 was squashed. A deflection test was performed and catheter passed. It did not get stuck while deflected. The catheter outer diameters were measured and catheter was within specifications. The before mentioned damage could be caused during the attempts to get the catheter out of the patient. IFU states that the use of this catheter may not be appropriate for use in patients with prosthetic valves since a relative contraindication for cardiac catheter procedures is active systemic infection. It is also stated that catheter advancement and placement should be done under fluoroscopic guidance through a guiding sheath and to advance the insertion tube along the catheter shaft to collapse the spines together prior to insertion into the sheath. Do not bend the spines backward. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, it is not related to the manufacturing or design of the product.

Manufacturer narrative:
It was reported that the patient for this atrial flutter left (l-afl) procedure had a prosthetic mitral valve. While mapping near the valve in the left atrium with the pentaray navigational catheter, the pentaray spline got stuck on the valve. When they pulled the catheter back to dislodge it from the valve, the catheter spline became detached from the catheter. A piece of the spline broke off in the patient. Using fluoroscopy the spline was followed. The spline was stuck on the descending aorta. No medical intervention was reported. The patient was stable. Upon request, additional information was provided on the event. The event was not life threatening. The event did not result in the impairment of a body function or damage to a body structure. When attempting to map a left atrial rhythm using the pentaray navigational catheter, one of the splines became stuck in one of the leaflets of the patients existing mechanical mitral valve. The catheter was pulled back in an attempt to dislodge the catheter spline from the mechanical mitral valve. The catheter was successfully dislodged from the mechanical mitral valve with this maneuver although the spline that was stuck became unsheathed from the wire frame of the catheter. This piece of the catheter was found using fluoroscopy and was believed to have migrated to the descending aorta where it remained overnight. The piece of the spline was later snared and removed from the patient. The patient did not require extended hospitalization and fully recovered with no residual effects. Additional clarification was received on may 20, 2014 stating the piece of the spline was snared two days later. The returned device was visually inspected upon receipt and the spine b had the rings 5, 6, 7 and lead wires torn off about 19 mm from distal end of tip assembly. For the spine c, ring 10 was squashed. A deflection test was performed and catheter passed. It did not get stuck while deflected. The catheter outer diameters were measured and catheter was within specifications. The before mentioned damage could be caused during the attempts to get the catheter out of the patient. IFU states that the use of this catheter may not be appropriate for use in patients with prosthetic valves since a relative contraindication for cardiac catheter procedures is active systemic infection. It is also stated that catheter advancement and placement should be done under fluoroscopic guidance through a guiding sheath and to advance the insertion tube along the catheter shaft to collapse the spines together prior to insertion into the sheath. Do not bend the spines backward. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, it is not related to the manufacturing or design of the product. On april 14, 2016, biosense webster inc. Initiated a voluntary labeling correction to clarify an existing contraindication relative to patients with prosthetic valves in the instructions for use (IFU) for all pentaray catheters. The current language in the IFU provides a precaution against use of the pentaray catheter in patients with prosthetic valves under the contraindication section stating: "[the] use of this catheter may not be appropriate for use in patients with prosthetic valves." We are updating the IFU to clarify the contraindication statement as follows: "do not use pentaray catheters in patients with prosthetic valves".

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
In supplemental follow-up #2 submitted on june 18, 2014 it was reported that the product investigation would not be performed since the catheter was not returned for analysis. However, on (B)(6) 2014, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional clarification was received on may 20, 2014 stating the piece of the spline was snared two days later. Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).